Event description:
It was reported that there was a malfunction on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred, which they acknowledged and understood.